Event description:
(B)(6) 2019: operative notes received. Initial operative notes on (B)(6) 2014 did not identify any adverse intraoperative complications. Since the initial procedure, the patient was revised once on (B)(6) 2018 (replaced the hinge post and articular surface) and subsequently underwent two additional procedures on (B)(6) 2018 and (B)(6) 2018 to evacuate hematomas. On (B)(6) 2018, the patient tested positively for methicillin resistant staph epidermis infection. All components were removed and replaced with an antibiotic spacer. Original description: it is reported that the patient initially underwent right knee arthroplasty on (B)(6) 2014. However, since then, the patient has undergone multiple right knee procedures/removals spanning from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2018, the patient underwent a total right knee arthroplasty revision of nexgen/rhk knee prostheses due to infection. All components were removed and replaced with spacers. The patient was treated post-operatively with antibiotic therapy. Addi172707 with translated operative notes on (B)(6) 2019 it was identified that cones were not removed until the last complaint (B)(4). Tm femoral cones 00545001730, 00545001731, and 00545001352 were removed.

Manufacturer narrative:
Device 00545001731 (03-126-12311) is a 30mm small tm femoral diaphyseal cone intended for the right knee. Device 00545001730 (03-126-12301) is a 30mm small tm femoral diaphyseal cone intended for the left knee. Device 00545001352 (05-127-51352) is a 51x34 large tm tibial cone intended for the right knee. The right-side and left-side 30mm small tm femoral diaphyseal cones and the right-side large tm tibial cone were confirmed as sterilized prior to being shipped to distribution as evidenced by sterility reports 1105371, 1130428 and 1064810 respectively. Therefore the devices themselves were not likely the source of the infection. The explanted devices were not returned for this engineering investigation; however, an engineering review of the photographs that were provided showed both left-side and right-side tm cones assembled to a right-side rotating hinge knee construct. The use of bone cement was apparent. Only the left-side small diaphyseal femoral cone did not appear as expected when compared against its ideal computer-aided design (cad) image. Cracks and gouges, which were not reported in the complaint, were apparent on the anterior surface (per the as-assembled orientation) of the tm cone. These damaged areas were not likely caused while explanting the device given that bone cement appeared to have flowed into and partially filled some of the damaged areas. Assembly of the femoral construct was simulated using cad models with the final cad construct oriented to match that shown in the photograph. Upon comparison, the assemblies appeared similar so the simulation suggests that a left-side 30mm small tm femoral diaphyseal cone can be assembled onto a right-side femoral construct without forcing the components together so this step was not a likely source of the damage seen in the explanted tm cone photograph. So, since it appears that the damage to the tm cone occurred while the bone cement was still in its softened stage, the damage likely occurred prior to the tm cone being assembled to the femoral construct, i.e. The tm cone was modified in the or, or while the tm cone or construct was being implanted/impacted into place. This investigation by product development/post-market engineering is considered closed at this time. Should additional information become available, this investigation may be re-opened.

Event description:
On apr 1, 2019: operative notes received. Initial operative notes on (B)(6) 2014 did not identify any adverse intraoperative complications. Since the initial procedure, the patient was revised once on (B)(6) 2018 (replaced the hinge post and articular surface) and subsequently underwent two additional procedures on (B)(6) 2018 and (B)(6) 2018 to evacuate hematomas. On (B)(6) 2018, the patient tested positively for methicillin resistant staph epidermis infection. All components were removed and replaced with an antibiotic spacer. Original description: it is reported that the patient initially underwent right knee arthroplasty on (B)(6) 2014. However, since then, the patient has undergone multiple right knee procedures/removals spanning from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2018, the patient underwent a total right knee arthroplasty revision of nexgen/rhk knee prostheses due to infection. All components were removed and replaced with spacers. The patient was treated postoperatively with antibiotic therapy.

Event description:
No additional information reported.

Manufacturer narrative:
Correction: field g4 should have been reported as (B)(6) 2019 on the initial report 3005751028-2019-00012 d11 - concomitant devices ¿ trabecular metalâ¿¢ femoral diaphyseal cone catalog 00545001731 lot 61946601 trabecular metalâ¿¢ femoral diaphyseal cone, 30mm, small, left catalog 00545001730 lot 62032327 zimmer segmental articular surface catalog 00585004017 lot 63169408 nexgen rotating hinge knee cement shield hinge service kit size d catalog #: 00585007514 lot #: 62103928, nexgen rotating hinge knee custom femoral component size d right catalog #: 32855471116 lot #: 95006026, nexgen rotating hinge knee custom tibial component size 3 catalog #: 32855450566 lot #: 95006028, nexgen distal femoral augment block size d 5mm catalog #: 00599003410 lot #: 62681603, nexgen distal femoral augment block size d 10mm catalog #: 00599003420 lot #: 62519656, nexgen posterior femoral augment block size d 10mm catalog #: 00599003402 lot #: 62495230, nexgen straight long stem extension 15mm x 155mm catalog #: 00598801115 lot #: 62011469.